Manufacturer narrative:
(B)(4). H10: the device was received for evaluation. During visual inspection of the drain bag showed there is a leakage from the seal around the bag port. The reported condition was verified. The bag is provided by a third-party supplier. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation, a leak was noted at the liquid waste bag seal around the administration port of a prismaflex m150 set. There was no patient involvement. No additional information is available.